Manufacturer narrative:
Method from device not returned to device discarded.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The initial reporter stated that the unknown feeding tube with unknown lot number had been leaking at the connection; the cap would pop off and leak. The leak was discovered by the initial reporter's brother, his bed was wet. The feeding tube was placed at another hospital. The patient was transported to a new hospital with this tube already in place. The nurse had taped the connection but it continued to occur. The feeding tube was eventually replaced based on their conclusion that it was occluded or "clogged". A new dobbhoff was placed. There was no patient harm.